Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via legal documents that the customer passed away in an unknown location. The cause of death was an apparent insulin overdose which resulted in the customer's passing. The notifying party did not state whether the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was most likely wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The notifying party did not state whether they would return the insulin pump for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b3 and b5 with this report.

Event description:
This case is for the (B)(6) 2017 passing. Please see case-2022-00371087 for the high blood glucose on (B)(6) 2017. Please see for the (B)(6) 2017 high bg event. The cause of death was an alleged insulin overdose. Customer's legal representative reported that around (B)(6) 2017 customer had high blood glucose. The doctor attributed the high blood glucose to a problem with the infusion set. On (B)(6) 2017, customer's blood glucose became very high and it took a long time to correct, requiring several boluses, which then would result in rebound hypoglycemia. Doctor was thinking pump/set was not working. On (B)(6) 2017, customer had respiratory issues and was sweating heavily. Customer's wife gave him glucagon, thinking his bg was low and called the paramedics. Customer went into cardiac arrest, becoming pulseless and apneic. Customer was pronounced dead in his home from alleged insulin overdose. Pump was used at the time of the incident. It is unknown if sensor was used.